Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Customer returned 12 unused vtb042525 from lot number 0000173655. Using microscope visually checked files. No manufacturing defects or markings noted on files. Using the ansi plan with and aql of 1.5 using normal sample plan randomly selected and tested 8 pieces. Measured the files using tm-0061 on nikon 4. Returned product has been analyzed and was found in compliance with specifications. No broken files was returned.

Event description:
It was reported that a profile vortex blue file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporated into the filling.